Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con): information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the caller was reporting poor communication. The caller stated the patient programmer was not communicating. The caller confirmed the patient programmer was showing poor communication. The caller stated they tried changing the patient programmer batteries and they are still seeing the same message. The caller stated the patient was not feeling stimulation and therapy was not working on the ¿inside¿. The caller stated they were told the device would last roughly 5 years and it had been 5 years. The caller was redirected to follow up with the healthcare professional (hcp) to have the device checked. The caller noted they had poor communication on the programmer for about 2 months and were not feeling stimulation for about 3 months. Additional information from the consumer on may 22nd reported the hcp¿s office was considering the patient a new patient and they are no longer accepting new patient and therefore they would not be able to assist on the request to check the ins battery. There were no further complications that have been reported as a result of this event. (B)(4) (con): no new information. (B)(4) (con): additional information was received. A revision was reported. Lead was replaced due to >4,000 impedance measurement. Ins was replaced due to low battery, pre-op and intra-op >4 ,000 impedances were noted. There was no therapy response. A physician elected to replace the lead, in addition to ins. The ins battery was low and an elective removal was performed. The lead showed greater than 4000 impedance measurement.

Manufacturer narrative:
Product ID: 3889-28, lot# va0awze, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Analysis: analysis of the ipg 3058 interstim ii (serial # (B)(4)) determined the implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Analysis of the lead 3889-28 tined lead, interstim, us 28 cm (lot # va0awze) determined stim lead/body/conductor/broken/at or near tines and that the {x} conductor(s) was/were broken in the body of the lead at or near the tines. It was noted no electrical shorts were identified between the circuits. Analysis also identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. Evaluation code method applies to both ipg 3058 interstim ii (serial # (B)(4)) and lead 3889-28 tined lead, interstim, us 28 cm (lot # va0awze) evaluation code result applies to ipg 3058 interstim ii (serial # (B)(4)) evaluation code result applies to lead 3889-28 tined lead, interstim, us 28 cm (lot # va0awze) evaluation conclusion code applies to ipg 3058 interstim ii (serial # (B)(4)) evaluation conclusion code applies to lead 3889-28 tined lead, interstim, us 28 cm (lot # va0awze). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.